Event description:
It was reported that, during the pulse generator replacement due to normal battery depletion (nbd), the header broke apart when being removed from the pocket. A new implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
It was reported that, during the pulse generator replacement due to normal battery depletion (nbd), the header broke apart when being removed from the pocket. A new implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.